Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in a stent. An opticross catheter was successfully used for pre-ivus. Two promus element plus stents were implanted in a moderately calcified unknown lesion location. A 2.5x24mm promus element stent was implanted distal in the lesion and 3.0x16mm promus element stent was implanted proximal in the lesion. Post implantation the same opticross catheter was used to for post-ivus. During removal the opticross catheter became stuck within the 3.0x16mm promus element stent causing stent damage. The physician cut the opticross catheter and removed the imaging core, then inserted a 2.5mm guidewire into the catheter to remove the opticross catheter from the patient. Angiography was then performed and confirmed that there was no stent deformation of the promus element stents. The physician stated that the 3.0x16mm promus element stent may not have been inflated fully. No further patient complications were reported and the patient status is good